Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the multiple pockets were greyed out. A field service engineer replaced the controller board to resolve this issue. The system functioned as intended after a field service engineer repaired the device. (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient resulting in a delay dispensing medication. There were no adverse events or injuries reported based on this event.